Event description:
The complaint was reported from colombia. Delivery issue.

Manufacturer narrative:
Note: the initial report for this case (MFR report # 3010293992-2024-00025) submitted on 02-may-2024 was wrongly marked as "product problem" report type due to a human error. This follow-up report is marked correctly as "adverse event" report type.

Event description:
The complaint was reported from colombia. Delivery issue.